Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during suturing, the thread broke easily. There was no reported patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.